Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The single use loading unit (sulu) was received fully applied with the interlock engaged and no knife blade damage. Functional testing was precluded since the loading unit was received fully applied. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during side to side anastomosis in a right hemicolectomy laparoscopic procedure, the device was able to cut but did not deploy staples. The incision was extended due to product malfunction. Another reload was used to resect and re-staple the tissue and completed the procedure.